Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, during guided tool change on arm 4, the instrument inserted into the patient very quick on its own. The technical service engineer (tse) viewed system event logs and found no related entries. Tse asked the coordinator if the assist had control of the instrument as it was inserted, and the coordinator stated no. Tse recommended that when inserting the instrument ensure to have control and slowly advance into patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported the issue was resolved with a system reboot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.